Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited signal artifact. No over-sensing was reported. Corrective programming changes were made. No patient consequences were reported.